Event description:
Physician was attempting to deploy the stent and the stent would not fully deploy. The physician stated this is the second time he has experienced this issue with this size stent. A 5 x 200 x 130. Physician was able to remove the stent in its entirety. No harm to patient.